Event description:
It was reported that "hospital reported that our skin stapler got issues cannot work to close the wound". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the staples were severely misaligned. The trigger was not returned engaged and no clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon engagement of the trigger, two staples jammed in the front of the device and did not form or release. The two unformed staples were manually removed from the device. Another attempt was made and no staples fired. The stapler was disassembled, and it was observed that the saddle spring was disconnected from the red pusher, which allowed for the staples to move freely within the cover block. No flash was observed within the cover block. In addition, die casting anomalies were discovered on the forming tool. A non-conformance was opened by the manufacturing site to further investigate this issue. Per DHR the product visistat 35r 6/box lot # 73j2200727 was manufactured on 09/27/2022 a total of 15,003 pieces. Lot was released on 10/12/2022. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jamming-misaligned staples was confirmed based upon the sample received. Upon engagement of the trigger, the first staple misfired. On the next attempt, two staples jammed in the front of the device and did not form or release. The two unformed staples were manually removed from the device. Another attempt was made and no staples fired. The sample was disassembled. It was observed that the saddle spring was disconnected form the red pusher. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. Teleflex will continue to monitor and trend on complaints of this nature.